Event description:
It was reported that catheter issue occurred. The patient presented with arterial occlusion. An opticross peripheral imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, the device fractured. Another catheter of the same model was used to complete the procedure. There were no patient complications.

Manufacturer narrative:
Premarket/510(k) #: k160514, k222568. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.